Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The permanent cautery hook instrument failed mechanical engagement when placed on the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Additionally, the permanent cautery hook instrument was found to have a broken pitch cable at the distal end causing the instrument to fail engagement when placed on the system. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was also found to have a segment of the conductor wire dislodged at the distal idler pulley. The instrument passed the electrical continuity test. The conductor cap was properly seated within the distal clevis as the hook moved in the yaw. A review of system logs showed that the permanent cautery hook was last used on system (B)(4) on (B)(6) 2020 and had 6 lives remaining. No image or video was provided for review. A site history was performed and no additional complaints related to the event were found. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the permanent cautery hook instrument did not work. The customer used another permanent cautery hook instrument to complete the case and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse had found a broken cable before using the instrument. There was no patient involved.